Event description:
It was reported that a patient had alif surgery and had a median roi-a device implanted in the spine. After the surgery and checkup with x-rays, it was shown that one of the blades on the device was fractured in half. There was no reported patient impact and the implant remains implanted with no revision surgery planned at this time.

Manufacturer narrative:
Additional information in d4: expiration date & UDI number, h4, and h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned, however x-rays were provided. The x-ray shows the plate fracture in-situ. Root cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient, operative or traumatic factors. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient had alif surgery and had a median roi-a device implanted in the spine. After the surgery and checkup with x-rays, it was shown that one of the blades on the device was fractured in half. There was no reported patient impact and the implant remains implanted with no revision surgery planned at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.